Event description:
On 02/14/2025, a sales representative reported via email that the following arthrex parts (qty. 2) of an ar-9502-42arca univers revers ca humeral head adapter 42, ar-9502-39arca univers revers ca humeral head adapter 39, ar-9556-22rca univers revers ca humeral head 56/22, ar-9502f-42cpc arthrex univers revers suture cup, 42, ar-9502f-39cpc arthrex univers revers suture cup, 39 (neutral), ar-9501-10p arthrex univers revers humeral stem, size 10 were unsuccessful in seating the 42 adapter into the 42 cup. A 39 adapter and a 39 cup were also attempted but unsuccessful in properly seating. Nothing broke inside the patient. The procedure was aborted. This was discovered during a revision reverse shoulder procedure on (B)(6) 2025. Additional information has been requested.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
The complaint allegation was not confirmed. The reported failure couldn't be recreated. One unpackaged ar-9502-42arca univers revers¿ ca humeral head adapter 42, serial/batch number (B)(6), was received for investigation. Visual inspection revealed that the inner threaded diameter threads showed nicks and damage. Functional testing was performed by inserting the returned ar-9502-42arca univers revers¿ ca humeral head adapter 42, serial/batch number (B)(6), into the ar-9502f-42cpc, serial/batch number 23.01423, with a hammer hit. It was noted that the device attached firmly. A screwdriver was used successfully to separate the device. No problem found. The most likely cause(s) of the reported failure are user error, specifically failing to apply the device's correct surgical technique. Directions for use dfu-0189-eor6_fmt_en. Univers revers¿ shoulder prosthesis system. E. Warnings 13. Preoperative and operating procedures, including knowledge of surgical techniques and proper selection and placement of the implant, are important considerations in the successful utilization of this device.

Event description:
Additional information was received on 03/11/2025: the initial revision case was for a tsa to rtsa. There was no information on the onset of the patient's issue/symptoms. All opened and extracted parts were stated in the initial complaint and returned.

Event description:
Additional information was received on 02/26/2025: another surgery has been rescheduled due to the case being fully aborted. No piece of the implants or driver mechanisms broke. It is unknown if there was a case delay during this procedure or if added anesthesia was administered to the patient. No adverse effects or significant damage on or after the surgery were reported. This occurred in a revision rtsa to reverse ca head and adapter procedure on (B)(6) 2025. Additional information was requested.

Manufacturer narrative:
Additional information: b5, h3, h6.